Event description:
It was reported that one of the wheels on the ventilator cart was broken. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) repaired the ventilator cart with new back wheels. The ventilator was then put back into service. The broken wheel was discarded by the user facility. No part was returned for investigation. The user facility stated that the wheel broke while transporting the ventilator in the elevator shaft. The root cause to the reported issue has not been determined.

Event description:
(B)(4).